Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed deep scratches on once side of the distal end of the main tube, causing white marks to appear on tube. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.

Event description:
It was reported that the large needle driver instrument did not work properly. No additional information was provided. No patient harm, adverse outcomes or injury was reported.